Event description:
It was reported that a patient experienced peritonitis manifested only by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. On an unreported date, the patient was treated with ceftazidime and vancomycin (doses, routes and frequencies not provided) for peritonitis. The cause of peritonitis was unknown. On an unreported date, dianeal therapy was discontinued. The patient was still in the hospital and recovering from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd895391 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.